Event description:
A midline IV catheter had just been placed in the rt antecubital vein. It was then irrigated with 5cc of sterile saline. Within 15 seconds the pt became confused, flushed and diaphoretic. His pupils dilated and the conjunctivae were injected. He complained of a strange taste in his mouth, salivated excessively and retched repeatedly. Pulse 120, bp 90/0, increased wheezing. Entire episode lasted approx 10min. Please see annals of internal medicine 1995; 123:841-844.